Manufacturer narrative:
Combination product: yes. The lead was explanted (B)(6) 2025. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise was seen on the rv channel in recordings transmitted to home monitoring. Lead to be evaluated further and remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.